Manufacturer narrative:
This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2013-03016-1 / 03021-1).

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2002 and a right total knee arthroplasty on (B)(6) 2002. Subsequently, patient underwent a left knee revision procedure on (B)(6) 2013 due to alleged metallosis. The head and cup were removed and replaced with competitor cup and biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2013-03016 / 03021).

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2002 and a right total hip arthroplasty on (B)(6) 2002. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2013 due to alleged metallosis. The head and cup were removed and replaced with competitor cup and biomet head.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2002 and a right total hip arthroplasty on (B)(6) 2002. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2013 due to alleged metallosis. The head and cup were removed and replaced with competitor cup and biomet head. Additional information received from patient's legal counsel reports allegations of pain and elevated levels of cobalt and chromium in the blood. Legal counsel also alleges the right hip was revised (B)(6) 2013. Review of invoice records confirms the head was removed and replaced (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports patient underwent bilateral revision procedures due to pain and elevated serum ion levels. Revision op report for the left hip dated (B)(6) 2013 notes one acetabular screw broke during removal of the cup. The screw was able to be removed. Revision op report for the right hip dated (B)(6) 2013 notes the presence of serosanguineous fluid, metallosis, and black staining of synovial tissue. The left and right heads were removed and replaced; the left and right cups were removed and replaced with competitor products.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2002 and a right total hip arthroplasty on (B)(6) 2002. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2013 due to alleged metallosis. The head and cup were removed and replaced with competitor cup and biomet head. Additional information received from patient's legal counsel reports allegations of pain and elevated levels of cobalt and chromium in the blood. Legal counsel also alleges the right hip was revised (B)(6) 2013. Review of invoice records confirms the head was removed and replaced (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.